Manufacturer narrative:
Communication failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The reported field events of reset and under-sensing were determined to be due to low battery voltage, caused by premature battery depletion. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number: 2938836-2020-07708; 2938836-2020-07709. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and was awaiting the explant. When the patient presented via remote transmission, low impedance alert was noted on the right ventricular (rv) and left ventricular (lv) lead. The electrograms exhibited under sensing on both leads. The patient was admitted to hospital for observation until the device explant procedure. The device was not able to be interrogated and found to be in backup vvi prior to surgery. The device was explanted and replaced. No intervention was made to address lead issues as all the parameters were noted within the normal limit after device changeout. The patient was stable and discharged home with no issues.